Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 486 mg/dl and the ketone level was large. The ketone level was considered as being dangerous by a healthcare provider. The pump supplies were changed multiple times and insulin injections were administered to address the bg level. The customer went to the emergency room and was admitted to the hospital. The customer was treated with intravenous insulin/fluids and insulin injections. The customer was discharged on 12/5/2017. The cause of the high bg was not known; however, the customer thought that the pump pressure sensors were not working as insulin was not observed exiting the cannula and an occlusion alarm did not sound. The customer reverted to using insulin injections for insulin therapy.